Event description:
The customer informed ansell healthcare products, llc that after using a lifestyles polyisoprene lubricated condom he suffered from burning for days that required medical attention.

Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submittng this report on behalf of (B)(4).